Event description:
Initial result for a patient potassium was 7.7 mmol/l. When repeated, the results were 4.4 and 4.36 mmol/l. The incorrect results were not reported. The field service representative determined the sample probe was the cause of the incident and repaired the instrument.